Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "oil droplets sign", "linguini sign", "intracapsular rupture".

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "oil droplets sign" and linguini's sign" "intracapsular rupture" via MRI and "breast pain". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported "cosmetic dermatitis" (not device related) and "experienced 5 years of intermittent pain and increasing firmness" and "cap con", baker grade unknown. Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Contact dermatitis: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Healthcare professional later reported "oil droplets sign" and linguini's sign" "intracapsular rupture" via MRI "breast pain". Healthcare professional later reported "cosmetic dermatitis" and "experienced 5 years of intermittent pain and increasing firmness" and "cap con". Healthcare professional reported later "grade 4 cap con + implant rupture". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported later "grade 4 cap con + implant rupture". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.